Manufacturer narrative:
This report is submitted on february 04, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to extrusion of the electrode array into the external auditory canal. The patient was reimplanted with a new cochlear device during the same surgery.